Event description:
Our rep states that a surgeon reported to him 2 post-op versalok pull outs. On one of these two issues, there was a re-surgery for remedy. Devices discarded. This is all of the info and detail supplied to mitek. Questions out asking for detail and clarity. Also see associated MDR 1221934-2008-00248.

Manufacturer narrative:
Mitek is at this point in time engaged in info gathering. When all that can be had, is had and evaluated, the results of that evaluation will be the subject of the follow-up report.